Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination of the returned device identified blood within the balloon and inflation lumen. Blood within the balloon or inflation lumen is evidence of a device leak. No issues were noted with the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was broken at 290 mm from the hub. In addition, the hypotube was kinked at several locations along its length. The midshaft was kinked at the guidewire exit port and also at 9 mm proximal to this. During analysis, the device was connected to an inflation device and an attempt to pull a vacuum for balloon preparation prior to advancement through the guide catheter failed due to the presence of solidified blood in the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood. After soaking and while under vacuum, the device was able to be inserted through the recommended size guide catheter as identified on the product label (6f guide catheter) without issue. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 2 mm distal to the distal end of the proximal markerband. No other issues were noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 10/3.50 flextome cutting balloon monorail was selected to treat the target lesion located in the moderately tortuous left anterior descending artery. After performing dilatation, difficulty removing the device from the guiding catheter was encountered. The physician tried to remove the device carefully, however, the shaft of the device was detached outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. A 10/3.50 flextome cutting balloon monorail was selected to treat the target lesion located in the moderately tortuous left anterior descending artery. After performing dilatation, difficulty removing the device from the guiding catheter was encountered. The physician tried to remove the device carefully, however, the shaft of the device was detached outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.